Manufacturer narrative:
During inspection and testing, error code b30 (scope communication error) occurred. The reported issue (pinhole) was confirmed during testing. There were pinholes in the bending section and it was not watertight. In addition, there were scratches on the universal cord and switch one due to handling, angulation was insufficient due to elongation of the angle wire, and the scope identification was not stored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there is a pinhole in the bending section. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the disconnection of the cable or the failure of the circuit board. Olympus will continue to monitor field performance for this device.